Event description:
The hcp reported, the patient had a recent escalation of the intraspinal medication dose - hydromorphone 30mg/cc. The patient had bladder incontinence. A CT myelogram was done in 2006 that diagnosed a mass - catheter tip located at l1/l2. The pump was turned off and then filled with saline to infuse slowly. A follow up report will be sent if additional information is received.